Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one pt. A pt sample was tested for accu tni and a result of 10.50ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested and repeated accu tni result was 0.01ng/ml. A corrected report was sent. Based on available info, the ER tested the sample on their istat, which resulted as 0.00ng/ml. It is unk if pt treatment was affected in connection with this event.

Manufacturer narrative:
The sample was collected in a lithium heparin tube and it was centrifuged at 3,500 rpm for 10 mins. The specimen was collected by ER staff and was normal in appearance. The sample was tested from the primary tube. Qc was within specifications. A system check performed in early 2009 passed. Customer did not question any other results or assays. A field service engineer (fse) was dispatched: the fse found dispense probe #3 was leaking into the wash carousel. Every position in the wash carousel had a build up of dried wash buffer. The fse stated the build up in the wash carousel most likely would cause erratic mixing and possible fliers. The wash valve rotor had significant black build up also. The fse cleaned the wash valve and wash carousel, rebuilt the wash pump, changed the timing belt and the stator rubber seal. Although hardware may have been a contributing factor, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.